Manufacturer narrative:
Zoll medical corp has not received the product and this report is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device caused the associated defibrillator to charge energy on its own and display a "release buttons" message. Complainant indicated that there was no pt involvement in the reported malfunction.